Event description:
Israeli distributor reported hypotony following agv procedure. Additional intervention was required, patient "was injected with viscoelastic several times" prior to device explant.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device was discarded at the user facility and is not available for return. No device malfunction could be confirmed.